Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found the instrument's pitch cable to be frayed. The pitch up cable was frayed at the distal clevis hub. Small frayed strands were observed to be sticking out at the wrist of the instrument which measured approximately .027. The other cables at the wrist of the instrument were undamaged. Failure analysis investigation also found the instrument's main tube had scratch marks/abrasions. The distal end of the main tube had various scratch marks with light material removal. The scratches measured 0.617 and 0.593 in length and aligned with the tube axis. No other damage was found.

Manufacturer narrative:
The instrument was returned, but the investigation has not been completed. A follow-up MDR will be submitted once the investigation is finalized. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci surgical procedure, it was identified that the cable broke on the pk dissecting forceps instrument. There was no report of fragments falling into a patient. There was no patient harm, adverse outcome or injury reported.